Manufacturer narrative:
The customer reported issues with holes in the trays, the distributor had 1 pallet of product in stock and inspected several boxes of product. Holes and indentations were found in some of the trays. I flew down to the distributor's warehouse to inspect the pallet of product. Each box was opened and each tray was visually inspected for evidence of puncture, holes or indentations. The inspection confirmed holes, punctures or indentations on approximately 30% of the product. It appears that the unguarded hemostat punctured or dented the side wall of the tray, causing the holes. There was no pattern to the occurrence as related to placement in the box or on the pallet. Additionally, none of the boxes showed evidence of damage to suggest that they were damaged during shipping. In order to determine the root cause, a box of undamaged product was dropped from approximately 25 feet. The dropped box showed no evidence of damage, but approximately 30% of the product displayed similar holes, punctures and dents in the side wall, similar to those found during the inspection. From this investigation is appears that the pallet of product was dropped. Vygon believes this to be an isolated incident, but corrective actions have been initiated to prevent reoccurrence of complaints of this nature. The customer reports that a nurse was cut by a scalpel protruding from the sidewall of the tray. None of the samples inspected involved a scalpel. The scalpel that is included in the kit is a safety scalpel. (B)(4) believes that the safety feature of these devices was not properly engaged, resulting in the sharp edge to be exposed. Vygon believes that this is an isolated incident, but will notify the supplier of the scalpel for corrective action.

Event description:
"Customer has reported holes in the side of this tray. One of the holes had an instrument sticking out which resulted in an employee being cut. "